Manufacturer narrative:
Viewray systems investigated this issue by examining the device and logfiles which confirmed the system operated according to specification and functioned as designed. The system detected the obstruction and halted movement when the incident occurred. The system did not malfunction.

Event description:
After completing a patient treatment, the user moved the table to home position which unexpectedly entangled the cables of a third-party monitoring device. As the user attempted to free the cable a second operator simultaneously initiated table motion which trapped the initial user's finger between the table and bore/inlet shroud. The system detected resistance, issued a fault, and halted motion. The user cleared the fault and moved the table upward to release the finger resulting in serious injury. There was no patient involved in this event.